Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
Event reported by contact lens retail location. The patient's father purchased the contact lenses here, but the patient was not prescribed or treated at this location. The patient alleges he experienced an eye infection after using contact lenses. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.